Manufacturer narrative:
The neuro balloon catheter was returned with the syringe and found functional. The balloon was inflated many time, the proximal section inflating before the distal section: no anomaly was noted on the returned product. The balloon catheter goes through 100% inflation tests (3 times) and 100% visual inspection during production. The review of the history records of the involved lot revealed no anomaly (20 units). The product analysis could not explain the reported problem. We would however like to stress the following inflation characteristic of the product as indicated in the instruction for use: ''as the air is slowly injected, the section of the balloon inflate either at the same time or in sequence (the proximal section inflates shortly before the distal section) positioning the balloon waist in the center of the repunctured membrane opening." (B)(4).

Event description:
During surgery, when the catheter was inserted to patient via endoscope, the balloons started to fill in the wrong order. The surgeon immediately removed the faulty catheter and replaced it. No patient injury was reported. The procedure was completed with the new catheter without incident.